Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted for possible thrombus around inflow as revealed on echocardiogram. The patient had no signs of hemolysis and is currently on milrinone. Creatinine is down from 1.6. Additional information was obtained by the MFR reporting that the pump was explanted on (B)(6) 2013 as the patient received a heart transplant.